Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument clips took to much time to feed into the jaws properly (10 seconds per clip). Also the jaw would not open smoothly. Another instrument was used to complete the case. There was no consequences to the pt.